Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary incontinence or urgency frequency. The trial started (B)(6) 2024. It was reported that patient's urine has a dark color and smell. It was also reported that the leads came out, and they attempted to put them back in but were not able to. The patient was advised to contact her health care provider.